Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 26 july 2019, it was reported that a dermatome was not taking a graft. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on 27 august 2019 noted that the motor was running below motor speed specifications and that the needle bearing was defective. Despite the found issues, the customer decided to not have the device repaired and the product was returned to the customer unrepaired. The device was tested and inspected. While the service technician found that the motor was not running at a low motor speed, which would prevent the device from oscillating the blade at the needed speed to take a proper graft, it cannot be determined from the information provided as to what caused the motor to not meet motor speed specifications. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that a dermatome did not take grafts. The event occurred during surgery. There was a short delay to bring and prepare another dermatome but without any impact on the patient. In investigation, it was discovered that the device was operating below motor speed specifications. No adverse events were reported as a result of this malfunction.